Event description:
The patient experienced new onset of back pain. The catheter was found to be coiled in the lumbar spine. On (B)(6) 2010, the catheter was revised/spliced. The patient recovered without sequela.

Manufacturer narrative:
(B)(4).